Event description:
Catheter was removed and anesthesiologist noted that the tip was missing. Catheter was very stretched and not sure if wire from catheter was missing. Radiologist was unable to locate catheter tip on lateral spine x-rays. Additional information provided by the facility indicated that a cat scan has revealed that approximately 2cm of the tip of the catheter was located at l-3 next to the dura. The tip of the catheter remains in the patient and the internal wire was fully removed and intact. The patient has suffered no additional adverse sequeala associated with this incident. The item number and the lot number remain unknown.